Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of a suspected percutaneous lead compromise was confirmed based on the evaluation of the returned lvad pump. The pump was returned with the percutaneous lead cut approximately 10" from the pump housing and the severed portion of the lead was not returned. Electrical continuity testing of the lead was performed, and multiple phase-to-shield shorts were found with manipulation of the wire. An area with shield breakdown approximately 7" from the pump housing was also noted. The bionate and shielding were removed and examination of the underlying wires revealed disruptions in the black, yellow, and green wires approximately 7-8" from the pump housing. The conductors of these wires were exposed. The remaining wires were intact, but examination under a microscope revealed multiple marks consistent with abrasions on each wire. The disruption of these wires appeared to be the result of repetitive flexing of the internal lead, which caused abrasion to the wire insulation as a result of rubbing against the braided shielding. The disruption of the wires would have interrupted pump function as a result of the exposed conductors of one of the wires, potentially contacting the braided shield and shorting to ground, if the device was supported by the power module. The reported event also could have resulted from a phase to phase short if the exposed conductors from any two wires made direct contact or simultaneous contact with the braided shield while the device was supported by batteries. In addition, the power module 14 volt patient cable was returned for analysis. Evaluation of the returned patient cable revealed compromised inner conductors (inner conductor breakdown) in both power leads. The conductor breakdown resulted in high resistance causing a significant voltage drop across the cable, and decreasing voltage supply and low voltage alarms on the test system controller and test system monitor. The root cause of the conductor breakdown appears to be related to wear and tear due to cyclic leads flexing during cable use. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had decreases so the system controller was exchanged. Upon reevaluation, the patient had decreases with cable disconnections when changing from batteries to a/c power. The patient did not hear an alarm; however, the monitor indicated speed decreased to 7800. The patient was sent home with a new power module patient cable. Additional information received stated that the previous decrease resolved when both the system controller and power module patient cable were exchanged, however, the same thing was occurring again. The system controller and power module patient cable were exchanged and the patient was put on the hospital's power module. The decrease did not occur while on batteries. The patient was placed on an ungrounded cable. The pump decreases were confirmed on the log files. X-rays indicated that there was a compromised portion on the external part of the percutaneous lead line near the connection to the system controller as well as an internal section. The manufacturer's technical service personnel performed onsite investigation and evaluation of the percutaneous lead which did not reproduce any external issues; however, flexing of the upper body did produce pump stops. A decision was made to exchange the lvad with another lvad which occurred on (B)(6) 2013.